Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located moderately tortuous and moderately calcified iliac vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and it was found that the balloon ruptured at the distal tip side from the center of the balloon. The procedure was completed with a different device. There were no patient complications and the patient was stable.